Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the threaded connector was loose from the housing on the pt's battery clips. The battery clips were previously checked by the hospital staff for this tissue and the battery clip was found to have no issues at that time. The pt exchanged the battery clips without incident. It is unk which pt the battery clips belonged to at the time of the event. No further issues were reported.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.